Event description:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. There is however, the full disclosure feature should still be able to view all the arrythmia and other historical data. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with seeing alarms, possibly missed alarms. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. There is however, the full disclosure feature should still be able to view all the arrythmia and other historical data. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with seeing alarms, possibly missed alarms. No patient harm was reported. Investigation conclusion: the reported device was not returned for evaluation. Nkc has determined that after 1/1/2021 when the data is transferred from the zm series through the org, the org receiver applies an incorrect date stamp to episodic transmitter data (i.e. A. Arrhythmia recall data, b. St recall data, and c. Nibp measurement data). This date error is either carried over to the cns / rns or blocked so that the episodic data is missing depending on the model of the cns / rns. The root cause of this issue is software deficiency. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration g4 device bla number the following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but they did not provide patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but they did not provide additional device information. Multiple patient receiver (org) model: ni, sn: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. There is however, the full disclosure feature should still be able to view all the arrythmia and other historical data. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with seeing alarms, possibly missed alarms. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. There is however, the full disclosure feature should still be able to view all the arrythmia and other historical data. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with seeing alarms, possibly missed alarms. No patient harm was reported.